Event description:
It was reported that a patient underwent a surgical procedure of the hand and suture was used. Post operatively the patient developed oozing and weeping at the incision site. Additional information has been requested.

Manufacturer narrative:
It was reported that the hand surgery was on (B)(6) 2014. One to two weeks following the procedure, the oozing and weeping wound also had a beefy red appearance. The patient possibly received antibiotics or peroxide soaks and betadine swabs. The patient has recovered. No additional information was available. (B)(4). Conclusion: representative samples were returned for evaluation. The pouches were in very good condition with good seals. The seals appeared to be intact.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the procedure was a right carpal tunnel release, removal of mass, and release of middle finger trigger finger procedures. The patient¿s pre-operative diagnosis was mononeuritis of upper limb, mononeuritis multiplex and carpal tunnel syndrome. Suture was placed in the right palm and middle finger. At the one week follow up visit, a bandaid was placed on the incision. At the two week follow up visit, the sutures were removed and the patient was placed on keflex and betadine applications. At the three week and four week follow up visits, they continued betadine and peroxide. No additional information was provided.